Event description:
Pt broke wrist restraints and removed tracheostomy tube from her neck. When she was discovered by hosp staff on 5/19/97, the pt was in full cardiac and respiratory arrest. On 5/23/97, the pt died from cardiac arrest during transport from intensive care unit to nuclear brain flow study unit.